Event description:
The customer reported getting an error 1000 [defib failure, cycle power message].

Manufacturer narrative:
(B)(4): the customer reported getting an error 1000 [defib failure, cycle power message]. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.